Event description:
Upon investigation, manufacturer's first level investigation unit confirmed the nano meter for electrical short. No adverse event reported. The device was returned, replacement sent.